Manufacturer narrative:
This device was for treatment not diagnosis. Event date: (B)(6) 2002. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Journal article received: intramedullary infections treated with antibiotic cement rods: preliminary results in nine cases; dror paley and john e. Herzenberg; journal of orthopaedic trauma. 2002 dec; 16 (10): 723-729. Nine patients who had intramedullary infections after undergoing intramedullary nailing (im) procedures. This report represents a (B)(6) patient who was diagnosed with staphylococcus aureus tibial infection status post transport-over-nail im nailing. Subsequently, the im nail and screws (quantity of screws unknown) were removed and revised to new rod and bone graft. Patient outcome was union and no infection. It was unknown if this was synthes product. A copy of the article will be included in this report. This report is for unknown quantity of screws. This is 2 of 2 reports for the same event, complaint (B)(4).